Event description:
It was reported that the insulin pump alarmed for off no power. The battery cap was okay and the battery was changed but the insulin pump still did not have power. No blood glucose reading was given. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. Unable to perform displacement test or verify off no power anomaly due to blank display. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.